Event description:
It was reported that during journey ii xr procedure, when the posterior keel punch was used, infraction fracture occurred at original point of medial anterior and posterior medial peg. Fortunately, the fracture was not got cortical bone, therefore, carefully implanted using backup device, and was completed without additional fracture. This failure occurred at first time use of this new type keel punch. The surgeon thinks this fracture was due to shape of device. The 30 minutes delay was reported.

Manufacturer narrative:
The associated journey ii xr tibia posterior keel punch was not returned for evaluation. A clinical evaluation noted that the root cause of the reported tibial fracture could not be confirmed as no clinical documentation was provided; however, currently unable to rule out the reported medial-tibial necrosis and/or the product design as possible contributing factors to the reported event. The patient impact beyond the reported tibial fracture, possible extended hospitalization and rehab/convalescence period cannot be determined. No further medical assessment is warranted at this time. Our investigation noted that this failure has been previously identified. This issue has been elevated to our risk assessment process. Our investigation indicated that the related device was part of field action initiated in 2018. Corrective actions have been initiated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.